Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that there was a motor error alarm. The customer's mother stated that the motor error alarm occurred during a manual prime. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.